Manufacturer narrative:
No medwatch form was received. The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device was unable to be interrogated during device check. Suspected premature battery depletion. The device was explanted.